Event description:
It was reported that the patient femur sized to 8, but the surgeon instructed a 9 was a better fit. After completing the plan, center placement of the peg holes for the distal cutting block was checked and per the navio, peg holes for the distal cutting block were digitally centralized on either condyle, however, after burring down the distal femur, the peg holes were no longer central. The surgeon just used what was on the screen and achieved his desired results but there was a discrepancy between what the screen shows and where the peg holes would be.

Manufacturer narrative:
The device was used in treatment and case log files and screenshots were returned for evaluation. DHR review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for troubleshooting and usage of the device. Review of the log files did not confirm the issue. Review of the femur cut selection screen shows the x-in-1 fixation in the center of each femoral condyle. However, there is not another screenshot which shows the difference in location noted in the report. Therefore, we could not confirm the reported issue. The bone mesh in the free collection screen showed that the bone surface may not have been thoroughly collected, which could have contributed to the reported issue, however we cannot confirm this.